Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 50 mg/dl at the time of incident. Customer was treated with food. Customer was using auto mode. Customer did not allege insulin pump was over delivering. Customer was able to complete rewind and load reservoir process. Troubleshooting was performed for low blood glucose level. The insulin pump will not be returned for analysis.